Event description:
Customer reported that the valve profile was too large and significantly stretched the skin at the valve implant site. When a second opinion was obtained the ventricular catheter was observed as not being placed correctly-beyond ventricle floor into grey matter. Ventricle grew large over a five week period. Following second opinion, emergency surgery was performed and child was revised. Symptoms and ventricle size resolved within 2 days following the revision surgery.

Manufacturer narrative:
No product was returned and no lot information was made available. As such, it is not possible to identify the root cause or to evaluate manufacturing records for the subject device. No corrective action or follow up is possible. Device will not be returned.